Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. Fse found that the buffer valve was bleeding air. Air in the ise system has the potential to cause erroneous results. The fse replaced the buffer valve. This resolved the customer's issue. Customer did not provide any demographics on the patients.

Event description:
Customer reported high sodium (na) results on the au5800 clinical chemistry analyzer. They also stated there was a leaking hardware failure. Customer stated that erroneous patient results were generated. Customer stated that their calibration and quality control results were within specification. Customer stated that none of the erroneous patient results were reported out of the laboratory. There was no report of injury or death associated with the erroneous results. Customer was informed to wear personal protective equipment (ppe) and there were no reports of exposure due to this event.